Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrs1 implantable pulse generator (B)(6) 2007; 4524 implantable pacing lead (B)(6) 1994. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead has been noted to have slightly increasing pacing thresholds lately. Also the bipolar impedance is less than unipolar impedance. The physician is aware and is opting to continue using this as an active rv lead and will unipolarize if necessary. No patient complications have been reported as a result of this event.